Event description:
It was reported that the patient was switched on in (B)(6) 2006 and everything was normal. He started with hi's around (B)(6) 2008. With his last fitting, he has a new electrode map with which he has good detection but is not able to recognize speech optimally. Only electrode channels 2, 3 and 6 are ok and active.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.